Manufacturer narrative:
Follow up MDR for additional information received. Following the submission of the initial MDR, the customer updated the material number and batch number. Section d updated with all pertinent information.

Event description:
Additional information received 31sept2024: material number corrected.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one vial was provided to our quality team for investigation. Upon evaluation, the bottom of the vial was observed to be broken along the bottom with a protector attached to the top of the vial. No defects related to the protector was observed and no sample or photo of the assembly fixture was available. The assembly fixtures undergoes 100% inspection prior to release, including verifying the functionality of the vial holders. A device history review was performed for lot 1902003 and verified product met required specifications. A device history review was performed for protector lot 2403114, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Based on the available information, we cannot identify a root cause related to the assembly fixture or our process at this time. Complaints received for this device and reported failure will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Vial damaged when attaching protector. The vial broke when attached to paclitaxel 100mg (pfizer) with the assembly fixture. This was performed by a pharmacist who normally operates the device, and asked us to check whether the protector is in the normal shape.